Event description:
Complainant alleged that during a routing shift check by a clinician, the device displayed, "defib fault 72', "defib disabled", "pacer disabled,"and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.